Event description:
Product analysis was completed on the returned serial cable. The lab attempted to interrogate using a known good programming wand and demo generator. During these attempts an error message presented stating "unable to open port". The db9 hood of the cable was opened and found that a wire was no longer soldered to the pcb. The wire was re-soldered onto the pcb and interrogations were then successfully performed.

Event description:
It was reported that the physician's programming system presented with a "retry" error. The serial cable was replaced and the system functioned as intended. Due to this troubleshooting, it was determined that the issue was isolated to the serial cable. No patients were impacted by this issue. The serial cable has been returned and is currently pending product analysis.